Event description:
The patient reported their receiver pocket was "oozing" watery blood and clear liquid. The implanting clinician noted the "oozing" was from the patient's edema in their leg. The patient attended their post-op visit on (B)(6) 2025 where it was noted the skin is very sensitive and sore, there is no more "oozing," and the wounds are healing. Although the pocket is still sore, the patient will start wearing the device. Additional information was received on march 05, 2025. The patient fell asleep with their foot bent backwards with the device on. Although the patient felt pain relief, they woke up with their leg burning and swollen. The patient was instructed to not wear the device until the burning goes away and to inform the office. The patient went to the emergency room and was diagnosed with cellulitis. Antibiotics were prescribed and the patient was instructed to not wear the device until healed. As of (B)(6) 2025, the patient was still feeling the burning sensation and had a rash around the incision site. No additional information is available at this time. On (B)(6) 2025, the commercial team member noted the infection is healing. However, the patient broke out in hives from their antibiotics and they are not wearing the device. No additional information is available at this time. Additional information was received on april 04, 2024. The patient was allergic to their antibiotic which caused the hives. The patient is now on an antibiotic that is working and they are finally healing.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, and using inappropriate tools have been ruled out as potential root causes. However, the patient is a poor surgical risk as they have edema in their leg. Additionally, multiple tunneling attempts were performed between the two incisions due to "tough tissue" which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: -patient is a poor candidate due to age, weight, or mental capacity as the patient has edema in their leg (user error-clinician). -surgical issue as multiple tunneling attempts were performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver pocket was "oozing" watery blood and clear liquid. The implanting clinician noted the "oozing" was from the patient's edema in their leg. The patient attended their post-op visit on (B)(6) 2025 where it was noted the skin is very sensitive and sore, there is no more "oozing," and the wounds are healing. Although the pocket is still sore, the patient will start wearing the device. Additional information was received on march 05, 2025. The patient fell asleep with their foot bent backwards with the device on. Although the patient felt pain relief, they woke up with their leg burning and swollen. The patient was instructed to not wear the device until the burning goes away and to inform the office. The patient went to the emergency room and was diagnosed with cellulitis. Antibiotics were prescribed and the patient was instructed to not wear the device until healed. As of march 10, 2025, the patient was still feeling the burning sensation and had a rash around the incision site. No additional information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, and using inappropriate tools have been ruled out as potential root causes. However, the patient is a poor surgical risk as they have edema in their leg. Additionally, multiple tunneling attempts were performed between the two incisions due to "tough tissue" which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient is a poor candidate due to age, weight, or mental capacity as the patient has edema in their leg (user error-clinician). Surgical issue as multiple tunneling attempts were performed between the two incisions (user error-clinician).